Manufacturer narrative:
Evaluation summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that prior to use, the devices were interrogated and the remaining longevity estimate graphic indicator bar was gray. The devices were apparently retested within one week with the same result. It was noted that the devices were not subjected to cold temperatures or magnetic fields. The devices were not used. There was no apparent patient involvement.